Event description:
Had ankle surgery performed on (B)(6) 2021. Within 48 hours noticed increased itching beyond normal signs on healing. Went on for a while, and at my 2 weeks appointment, doctor noted reaction to mastisol adhesive used during surgery. Skin is blistered, discolored and extremely itchy. Surgeon asked me to note that I had an allergy to mastisol and in case of future surgery to ensure it not be used again.